Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lower anterior resection (lar), when trying to mate the anvil to the stapler, the device was difficult or unable to close. They had to manually hold the anvil on to properly mate the stapler to close the device and complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was not received. Since the instrument anvil was not received, a pmv representative anvil was used for all functional testing. The knife cut the test media cleanly and completely. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. If information is provided in the future, a supplemental report will be issued.